Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide catheter: hyperion ebu35. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the moderately tortuous, moderately calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during the third inflation. The same anatomical conditions likely contributed to the resistance met during advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified, 90% stenosed lesion in the proximal left anterior descending coronary artery. The 2.0x15 mm traveler rx balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy. During the first inflation at 10 atmospheres (atm) for 15 seconds, the balloon ruptured. The traveler rx bdc was removed from the patient anatomy without resistance and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.